Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer did not hear the alarms & the insulin pump sounds were too quiet. Volume once set to 1 and then back to 5th difference could be heard. Customer's mother did another self test later. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.